Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during third inflation at 10 atmospheres, the balloon ruptured. When it was removed from the sheath, it got caught in the sheath. When it was pulled out several times, it got pulled out together with the sheath. A new sheath was inserted and the procedure was completed with another of the same device. No patient complications were reported.